Event description:
Device malfunction: vessel locator button would not stay depressed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was inserted into the introducer sheath with some resistance, possibly due to a steep antegrade approach. After the clip applier was attached to the introducer sheath, an attempt was made to depress the vessel locator button; however, the button would not stay depressed. After several attempts, the device was removed from the patient anatomy and manual compression was applied to achieve hemostasis. There were no adverse patient effects and no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant information.